Event description:
The customer reported that there was no fluoro and the left monitor was turning black in the middle of cases. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep diagnosed the gib arcnet errors in the log files. He found the candlestick grease had liquified and needs regreasing. The rep reloaded software, erased the program and persistent flash and reloaded the calibration files. He regreased the candlestick and tested the system. The system operates as intended.